Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt stated that they need to get their device checked and reprogrammed. Pt mentioned that they have a doctor's appointment next tuesday and requested if a manufacturer representative (rep) could meet them there. Pt mentioned that the device is rebooting on its own. Pt stated that they still use the old program so they could feel it and if they moved, it would stop and when they stopped moving the stimulation would come back. Pt confirmed that they started having this issue a couple weeks ago. Agent redirected the pt to their hcp and provided the national answering service (nas) number. Pt called back and stated that their next appointment will be on thursday, and the pain clinic advised the pt to call the manufacturer to set up an appointment with rep. Agent sent email to local reps to contact pt.